Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap. Cholecystectomy. Event description: the device was used correctly. The customer has been using it for many years and is familiar with its handling. When using the instrument, pressing the handle either didn't release any clips or released two or three clips simultaneously, even after repeated presses. The problem could not be resolved. The same issue occurred when using a second and third ca500 clip applicator (from the same package). A new instrument (ca500 epix clip applier) was opened and the surgery could continue. Additional information received from applied medical representative via email on 11mar26: the patient status is ok. Yes, a test clip is triggered before the application. Cff12 trocar was used. The incident observed with the following clips. It occurred again. Total of 3 ca500 applicators have been opened. Yes, test clip ¿ following clips it was not always correctly inserted into the jaws, differing. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. The actuation was not completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest. No loaded clip manually removed from the jaws. The instrument could not be used. No clip in the jaws. Regarding trigger actuation, it was differing, often easy, then again with resistance. Intervention: the instrument was replaced; a new epix clip applier was used. Patient status: the patient status is ok.

Event description:
Name of procedure: lap. Cholecystectomy. Event description: the device was used correctly. The customer has been using it for many years and is familiar with its handling. When using the instrument, pressing the handle either didn't release any clips or released two or three clips simultaneously, even after repeated presses. The problem could not be resolved. The same issue occurred when using a second and third ca500 clip applicator (from the same package). A new instrument (ca500 epix clip applier) was opened and the surgery could continue. Intervention: the instrument was replaced; a new epix clip applier was used. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.